Event description:
The provider states, the end user and the family abused the chair and has heavy damage to the frame. The provider didn't have specifics on the end user or the chair but states he was told the chair is inoperable 7857hf